Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the clinic getting testing performed and passed out. Review of atrial tachycardia response (atr) episodes was requested. The episodes occurred on the same day and around the same time as the patient's clinic visit. A boston scientific technical services consultant reviewed the two episodes in question and discussed how they look like the patient was getting an intrinsic amplitude test. No additional adverse patient effects were reported.